Manufacturer narrative:
The lens was returned wrapped in surgical sponge. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The root cause for the reported event could not be determined. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicates that the (3.00cyl), 6.5 diopter, add power +2.2 & 3.2 lens was replaced with a (3.75cyl), 6.0 diopter, add power +2.2 & 3.2 lens. Information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. In the surgeon's opinion "post operative iol rotation and under corrected astigmatism" was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had post operative iol rotation and under corrected astigmatism. The iol was exchanged for another lens (same model), 61 days following the initial procedure due to residual/under corrected astigmatism. Additional information was requested and received.